Manufacturer narrative:
The device was taken out of use and evaluated by the arjo representative. According to the results 3 out of 4 screws connecting stretcher with frame via metal plate loosened and fell out. The device was repaired with 3 new screws mounted. The investigation is on-going and additional information will be provided in the next report.

Event description:
Arjo was notified about a malfunction related to concerto shower trolley. It was reported that the stretcher was unstable and able to tilt unintended. No patient involvement or injury occurrence were reported.

Manufacturer narrative:
Arjo was notified about a malfunction related to concerto shower trolley. It was reported that the stretcher was unstable and able to tilt unintended. No injury occurrence was reported. The device was taken out of use and evaluated by the arjo representative. According to the results 3 out of 4 screws, connecting stretcher with frame via metal plate, loosened and fell out. The threading for the screws were not damaged, so the technician was able to replace the 3 screws and retighten all of them into the base. The concerto shower trolley is intended for assisted hygiene care especially showering and bathing of residents in care environments. This equipment must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use (IFU). The concerto shower trolley is subject to wear and tear, so the care and maintenance actions must be performed when specified to make sure that the product remains within its original manufacturing specification. Please note that instructions for use (IFU; 04.ba.05_13 dated on october 2017) delivered with the involved device states that the customer personnel with sufficient device knowledge should perform regular checks of the device to detect any signs of wear: "every week: check mechanical attachments: tilt the stretcher. (...) When tilted check for cracks in the stretcher." The concerto IFU also provides user with supporting pictures showing devices areas which should be controlled during preventive maintenance activities. According to the provided information the stretcher of the device was not damaged and was able to remain stable, when screws were reinstalled and adjusted. In summary, according to the customer allegation, the stretcher was unstable because screws were loosened and fell out, so the device did not perform as intended. It is unknown if this shower trolley was used for patient hygiene, when the malfunction occurred. This complaint was decided to be reported to the competent authorities in abundance of caution due to indication of malfunction occurrence, which could have led to hazardous situation and due to lack of details regarding circumstances of its occurrence.